Manufacturer narrative:
Device not available for evaluation.

Event description:
A (B)(6) incident reporting and investigation center report indicated that during surgery, the tourniquet cuff is popping open, the stitching is coming apart, and the device is losing its elasticity so the cuff will not stem blood flow as required. There was no patient involvement reported with this event. Although requested, no information was available regarding adverse consequences, surgical delay, if the procedure was completed successfully or medical intervention.

Manufacturer narrative:
Lot number originally reported as unknown; lot number for device updated. Product disposition unknown.

Event description:
A (B)(6) incident reporting and investigation center report indicated that during surgery, the tourniquet cuff is popping open, the stitching is coming apart, and the device is losing its elasticity so the cuff will not stem blood flow as required. There was no patient involvement reported with this event. Although requested, no information was available regarding adverse consequences, surgical delay, if the procedure was completed successfully or medical intervention.

Manufacturer narrative:
Lot number originally reported as unknown; lot number for device updated. Product disposition unknown.

Event description:
A (B)(6) incident reporting and investigation center report indicated that during surgery, the tourniquet cuff is popping open, the stitching is coming apart, and the device is losing its elasticity so the cuff will not stem blood flow as required. There was no patient involvement reported with this event. Although requested, no information was available regarding adverse consequences, surgical delay, if the procedure was completed successfully or medical intervention.